Manufacturer narrative:
Evaluation, results: fse replaced the ups. Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011, customer reported that the lh750 slidemaker was inoperative and smoking. The smoke appeared to be coming from the right side of the slidemaker behind the truck. There were no sparks or flames seen. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that the powervar ups had a strong burnt odor. Fse did not see any smoke. Fse replaced the ups and verified the repairs per established procedures. The root cause for the smoking ups is unknown.